Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not aspirate the correct amount of sample in position 12 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report is beyond the 30-day reporting requirement.